Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml baclofen at an unknown dose, and 1000mcg/ml dilaudid at an unknown dose via an implantable infusion pump for an unknown indication for use. It was reported that the patient had itching and increased spasms. A catheter access port kit was used to try and aspirate the catheter, and the catheter did not aspirate. It was reported that a catheter replacement was done. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. An attempt to aspirate the catheter was done 5 days prior to her revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The cause of the inability to aspirate the catheter was not determined. The date of the catheter revision was (B)(6) 2018. The explanted catheter will not be returned to the manufacturer as it was disposed of by the hospital. The patient¿s weight was not available.